Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia shortly after a supply change, with a peak blood glucose of 322 mg/dl, and the ilet alerted to the high value; during the call, glucose began to decline and the user continued monitoring. Symptoms included thirst. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint intake, user coaching, and troubleshooting with education provided on monitoring after supply changes. Investigation of this case revealed no device alarms beyond the high glucose alert and no reported device malfunction, with the event consistent with transient hyperglycemia of unclear cause following a prolonged supply change. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.